Manufacturer narrative:
Reliability analysis inspected 10 opened/used qr septum side using a new lab infusion set and performed hand prime using a new lab reservoirs and found occluded at qr connection septum site; unable to confirm customer received infusion sets occluded due to customer returned opened/used. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of excessive no delivery alarms from the infusion set. The customer's blood glucose reading was 247 mg/dl. The customer stated that when he encountered no delivery alarms, he disconnected the qr, manually plugged the insulin through the tubing to the qr. The customer also stated that when he connected the qr back, he could not. The customer stated that the alarm occurred during manual prime. The customer stated that the no delivery alarm was recurring. The customer stated that the alarm has been resolved.